Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose reading was 500 mg/dl. Blood glucose at the time of emergency room visit was 523 mg/dl. Significant events leading to the emergency room visit were abdominal pain, vomiting, and nausea. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).